Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were used to draw horse blood from a system pressurized to simulate arterial pressure. All syringes immediately filled to the 0.5ml mark, and then after a few seconds, filled completely. No issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd preset¿ had a poor vacuum that caused insufficient blood flow through it during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there's no vacuum in the syringe so the blood doesn't come up."